Event description:
It was reported the patient was admitted to the emergency room with dyspnea, pulmonary congestion, and other typical symptoms of heart failure. She was treated with diuretics, betablockers, and oxygen. It was also reported there were "very strange spikes" noted on the surface ECG; the capturing spikes looked different and bigger, and there was a second spike over the t-wave with reverse polarity. Later files showed normal sinus rhythm when the patient had recovered. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found.